Manufacturer narrative:
The root cause of the ischemia was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
Clinical review/rationale: an impella cp was placed via femoral access for the patient admitted in with acute myocardial infarction and cardiogenic shock. The patient had a history of prior CABG for coronary artery disease and had a cardiac arrest outside of the hospital prior to admission and was in scai stage e shock. The 66 year old male patient was also supported by ECMO. The cp was in the right leg and the ECMO in the left. The ECMO limb was perfused by a distal perfusion catheter. The right leg accessed by the cp also became ischemic and was intervened upon by fasciotomy. The family made choice to put the patient on care and comfort, rather than amputate the limb. The patient expired after 3 days of support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the automated impella controller. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.